Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that front end module pcb needed to be replaced. After repair the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure #54, the unit was removed from the patient. There was no patient harm reported.